Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Refer to manufacturer report #3005099803-2009-05376 for the associated device report. It was reported to boston scientific corporation on (B)(6) 2009, that two extractor xl triple lumen retrieval balloons were used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2009. According to the complainant, the extractor xl balloon was inflated to the recommended level. While the physician attempted to do the "balloon sweep" of the stones in common bile duct, the balloon ruptured. The same event occurred while using the second balloon. No fragments of the balloon detached inside the patient. The procedure was completed by using a competitor's balloon device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
According to the complainant, the suspect device has been contaminated and is not available for return. According to the complainant, the rupture occurred inside the patient, as opposed to during the preparatory checks. That would indicate that the rupture occurred most likely from contact with a stone which damaged the balloon latex. The most probable root cause for this complaint is operational context. The device history record review confirms that this device met all material, assembly and performance specifications. A search for similar complaints was completed and found no other complaints were associated with this lot. (B)(4).